Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited oversensing that caused false ventricular tachycardia (vt) episodes and a lead integrity alert (lia). In preparation for rv lead replacement, it was noted that the left ventricular (lv) lead had a visible fracture and exhibited high impedances and high threshold that would not capture. The rv and lv leads were capped and replaced. No patient complications have been reported as a result of this event.